Manufacturer narrative:
(B)(4) has been initiated for this issue. The malfunction has not been confirmed.

Event description:
Provider states left motor fault. Dealer wants replacement base under power chair promise.